Event description:
The customer's mother called to report that the drive support cap was protruding, and had been pushed back into place. The reported blood glucose reading at the time of the call was 135 mg/dl. The mother did report a low blood glucose of 32 mg/dl that was treated with juice and crackers. Advised the mother that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.